Event description:
The user called in stating that the safety shield did not fully engage so, the tip of the needle was sticking out resulting in a needle stick. When she reported this with her team, she learned that in the previous weeks, 2 other associates had incidents as well. The 2nd incident: the safety shield completely fell off. The 3rd incident: there was a jam when trying to cover the needle. The shield would not turn over in order to cover the needle.